Manufacturer narrative:
Power inlet.

Event description:
It was reported by service report that the bed had no power. It was unk to the customer if there was pt involvement or if there were adverse consequences reported.